Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving gablofen with concentration 2000 mcg/ml at a dose rate of 514 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient¿s pump had run out of medicine as he was in the hospital positive for covid-19. The patient had no signs of withdrawal of baclofen. Regarding environmental/external/patient factors that may have led or contributed to the issue, ¿hospitalization¿ was indicated. The pump was interrogated and was alarming as the pump ran past the refill date and was empty. The pump was refilled, and the pump dose was lowered from 756 mcg/day to 514 mcg/day. The patient was instructed on overdose/underdose symptoms. It was unknown if surgical intervention was to occur. It was unknown as of (B)(6) 2020 if the issue was resolved. The patient was without injury regarding their status as of (B)(6) 2020. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history was indicated as having been requested but was unknown and would not be made available. No further patient complications have been reported as a result of this event.